Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-19800. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, computerized tomography scan confirmed that the right atrial (ra) lead and the right ventricular (rv) lead were dislodged. There was elevated capture threshold on both the leads. The physician explanted and replaced the ra and rv leads on (B)(6) 2023. The patient was in stable condition.